Manufacturer narrative:
Attempts to obtain additional details regarding the clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received over two months later confirming this patient was followed in the clinic and received appropriate therapy successfully. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
-----

Manufacturer narrative:
Additional information was received two years after the initial clinical observations, confirming that the red alerts for low defibrillation impedance measurements were still being generated. Efforts to obtain additional details were unsuccessful as the sales representative stated he did not see this patient. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that the latitude system detected a red alert from this lead due to low defibrillation impedance measurements. No adverse patient effects were reported.